Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm, battery out limit alarm. Replace battery now alarm, failed battery test alarm or power loss alarm noted during testing. The device was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery alarm every couple of days. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer states pump keeps receiving replace battery alarm and battery failed alarms. Customer states pump did not give a warning that the battery life is low and pump just turned off. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.